Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing an increase in charge burden and the ipg is taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with an MRI capable device. The explanted ipg was retained by the medical facility and will not be returned.